Manufacturer narrative:
Corrected information: manufacturer. Originally submitted with initial reporter information.

Event description:
Customer reported that a pyxis anesthesia es system would not allow any user to log in to the station. Users reported that when entering their username and password the device would stay in a loading state. There was no reported patient or user harm.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system would not allow any user to log in to the station. Users reported that when entering their username and password the device would stay in a loading state. There was no reported patient or user harm. This even is recorded on complaint number (B)(4), technical support center evaluated the device logs and found that there were no log in delay events recorded. Customer confirmed station is working as expected.